Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a chipped and cracked top case, as well as contamination on the bottom case. Device was unable to undergo functional testing as pump would not power on. The reported customer complaint was confirmed as the pump had a blank screen and a continuous alarm. Main board no longer operates properly as a result of normal wear. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that during testing, a smiths medical medfusion syringe pump had alarmed. No patient involvement.